Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was only bubbled/delaminated and no indication of a breach of the seal was observed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced as preventative maintenance.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a bubbled and unattached downstream occlusion seal. The interior of the battery door was also cracked. The event occurred during testing.